Event description:
The patient underwent surgical intervention on (B)(6) 2018 in which the ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively and the pain at the ipg site has resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at their ipg site due to their ipg being tilted in the pocket. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.